Manufacturer narrative:
Product was returned. The investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not recognizing the cassette. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the device to be physically intact. The event log history was reviewed and evidence of error messages was found. Upon function testing, the reported problem was duplicated. The latch lock flex sensor was found to be intermittent and the universal serial bus connector was damaged. The root cause is unknown. The sensor and microprocessor unit board were replaced to resolve the issue. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Corrected data: d4: updated.

Manufacturer narrative:
Additional event information received indicating no patient involvement (updated b5).

Event description:
Additional information received which indicated that there was no patient involvement and the event happened during bench test.